Manufacturer narrative:
Additional information was received that the cause of the torn leaflet was the balloon aortic valvuloplasty (bav) as the leaflets were fused together with heavy calcification. It was also reported that the patient did not have a cerebral vascular accident (cva), but rather had a transient ischemic attack (tia) as the symptoms resolved the same day. The patient made a full recovery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, difficulty occurred placing the valve due to significantly fused leaflets. It was reported that the native leaflets were torn. It was unable to be determined if the torn leaflets occurred during the balloon aortic valvuloplasty (bav) or during positioning of the valve. The valve was recaptured and removed and a non-medtronic transcatheter valve was implanted. After the implant a cerebral vascular accident (cva) was suspected. No other adverse patient effects were reported.